Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. Also, for the corrosion on connecting tube, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonoscope to the service center for a separate issue. During device evaluation, white foreign material was observed in the air water cylinder, air water tube, and jet tube, corrosion was observed on the connecting tube, insulation resistance was noted, and the jet tube in the control unit was clogged, preventing water supply. The service repair technician indicated that the most likely cause of the complaint could not be established. There was no patient involvement.